Manufacturer narrative:
Mml #: c-01770. Other device replaced. Model: 8145, description: reactiv8 implantable stimulation lead, serial number: (B)(6), UDI#: (B)(4).

Event description:
It was reported that the patient underwent revision surgery to replace the left lead due to the lead's progression out of range and/or high impedance failure. There was no report of patient harm or injury. There was no product deficiency on the right lead, but the implanting doctor decided to replace it. Two new leads were implanted without complications. No part is expected to be returned, as per the hospital's policy. The device was discarded at the hospital. Following the lead revision, the reactiv8 system was activated via programming the reactiv8 ipg to allow the patient to initiate bilateral stimulation (when initiated by the patient). The device history record was reviewed. No relevant non-conformances were found.